Event description:
It was reported that during a biliary stone removal procedure, resistance and removal difficulties were encountered. The stone was located in the common bile duct (cbd). The 0.035 jan precursor guide wire was placed, however, resistance was encountered during advancement of another manufacturer's balloon catheter to the cbd. Upon inflating the balloon to unspecified atms and retracting the balloon, "severe" resistance was encountered and the catheter failed to be retracted. The physician removed both devices from an unspecified endoscope. Upon inspection it was noted that the coating on the distal tip of the guide wire had peeled, exposing the core wire. It was further noted that none of the coating had detached. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".